Event description:
It was reported the procedure was cancelled due a system malfunction. An icefx cryoablation system was chosen for a cryoablation procedure. During preparation prior to the procedure, six iceforce 2.1 cx 90 degree needle were connected to the icefx cryoablation system and encountered ithaw malfunction errors. Each of the six iceforce 2.1 cx 90 degree needles was switched to another channel on the icefx cryoablation system. However, this did not resolve the ithaw malfunction. The procedure was cancelled due to this icefx cryoablation system malfunction. Patient sedation at the time of procedure cancellation is unknown. After the procedure was cancelled, the software of the icefx cryoablation system was updated and the system was restarted, and the system malfunction was resolved. There were no patient complications as a result of this event.